Manufacturer narrative:
History of gi bleeding is reported under MFR # 2916596-2021-05462. Manufacturer's investigation conclusion: a specific cause for the reported event could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable was severed approximately 10.5¿ from the pump header. The remainder of the pump cable and the modular cable were also returned. Additionally, the pump cable inline connector bend relief showed gradient, dark gray discoloration. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device, and the outflow graft clip was not returned. The apical cuff was returned and disengaged from the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04sep2020. The heartmate 3 lvas IFU is currently available. Section of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. The patient had their united network of organ sharing (unos) status elevated due to recurrent gastrointestinal (gi) bleeds. The gi bleeding required numerous transfusions despite discontinuation of aspirin (asa)/warfarin and the use of octreotide. It was noted that the device operated as expected. There were no alarms for this event.